Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a sudden spike in bipolar rv pace impedances to a high out-of-range measurement greater than 3,000 ohms, which may be indicative of a spring contact issue. The device had 0% rv pacing since (B)(6) 2024, and the rv threshold measurement was 1v @ 1 ms. Rv pace impedance measurements were previously stable at approximately 500 ohms. There were no events with rv noise, however there was a stored signal artifact monitor (sam) episode containing minute ventilation (mv) signal oversensing on the rv channel. Additionally, there were stored atrial tachy response (atr) episodes due to known right atrial (ra) lead noise. It was noted that the pacemaker had approximately two years remaining on the battery, and it was suggested that the leads can be assessed at the time of device changeout. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.